Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for approximately 36 months, had longer than expected charge times (20 seconds).